Event description:
It was reported that this pacemaker exhibited high capture thresholds and oversensing due to unipolar configuration on the right ventricular (rv) channel. It was noted that there was pacing inhibition as a result of the oversensing. No asystole was observed. The rv lead was surgically abandoned and replaced to resolve the issue. The device remains in use. No adverse patient effects were reported.